Event description:
Event date is unk. It was reported to boston scientific that during an endoscopic sphincterotomy, the cutting wire on the stonetome stone removal device broke when electrified. No fragments remained inside the pt. The cut was performed at endcut mode 80w. The procedure was completed with another of same device. No pt complications were reported.